Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2026, the patient experienced a severe hypoglycemic event; however, no specific symptoms were reported. No cgm or fingerstick blood glucose (fsbg) values were documented. The cgm reading was reported to be inaccurate and may have contributed to excessive insulin delivery by the insulin pump. The patient was transported to the hospital for evaluation. No additional information is available regarding treatment, medical evaluation, or duration of hospitalization. At the time of reporting, the patient¿s current condition is unknown. No further details were provided, as the patient declined to share additional information. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.